Event description:
The customer contacted stryker to report that their device will not turn on. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and duplicated the reported issue. The power pcb was replaced to resolve the issue. The technician also discovered the buttons on the main keypad were intermittently functioning. The main keypad was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The faulty pcb was sent to the pac for further testing, and the issue could not be duplicated.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not turn on. There was no patient involvement reported with the event.